Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 41-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump was successfully placed but it was observed that the limb was ischemic. The ischemia diagnosed by absent distal pulses was treated by a bypass. The pump remained on for support.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed since the original report was submitted. The pump was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Positioning issue was also reported. Per the clinical information, the root cause of the positioning issue was most likely use related as during repositioning the pump was pulled ack across the valve.